Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found before the procedure began. The procedure was re-arranged after transferring the patient to another room. It was reported to philips that images could not be stored, there was no images records. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite by running igt pc diagnostics tool test and found the result: disk can't be found. On further troubleshooting the fse checked the logfiles and found error code: usable disk space smaller than licensed space and confirmed that the cause of the disk failure was that the ssd disk was damaged. To resolve the issue, the fse replaced ssd data and re-installed x ray pc software. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not make exposures. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 7 m20 (722282) is not sold in the us. However, its similar device 722224 is marketed in the us under 510(k): k200917.